Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to t-wave oversensing. The patient was seen in-clinic and the auto set-up was performed, after which the sensing vector was changed to secondary from primary. An untreated episode was also recorded showing oversensing of t-waves. Technical services (ts) reviewed the device data and confirmed there is t-wave oversensing in secondary vector, leading to the inappropriate shock. In addition, programming options and recommendations were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to t-wave oversensing. The patient was seen in-clinic and the auto set-up was performed, after which the sensing vector was changed to secondary from primary. An untreated episode was also recorded showing oversensing of t-waves. Further review by technical services (ts) was requested. The s-ICD system remains in service. No additional adverse patient effects were reported.